Manufacturer narrative:
Patient identifier was not provided. Patient weight was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty processor board. The board was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced board was returned to livanova (B)(4) for further investigation. During evaluation, the reported issue was confirmed. A non-conforming soldering joint was identified on the board, which lead to the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump stopped when the user attempted to deliver cardioplegia during a procedure. The customer delivered the cardioplegia manually. There was no report of patient injury.